Event description:
Patient underwent right carotid endarterectomy. When nurse opened temporary aneurysm clip container, all clips were closed. When surgeon placed clips on carotid artery, aneurysm clips failed to lock in place and stayed open. Surgeon needed to switch from temporary aneurysm clips to permanent aneurysm clip tray for case. Patient was not harmed.